Event description:
Additional information received from reporter on (B)(6) 2016 for report #mw50632748. Reporter said that he had a pacemaker which is manufactured by st. Jude put in on (B)(6) 2016 by his cardiologist, dr. (B)(6). The reporter said one day he was walking with his wife and friends and he "died." He said that he lost consciousness, had no pulse and about to collapse on the pavement when he was held up by his wife and another person. The hospital he was taken to after he had the episode, he was met by dr. (B)(6), a cardiologist and a st. Jude technician. The cardiologist told him his heart stopped 8 to 10 beats. He said he was "clinically dead". He said the tech interrogated the device to find out what has happened. Unfortunately both the doctor and tech could not figure out what has happened. The reporter said the device reactivated itself and his heart started beating again. He also reported that the device was returned to st. Jude for investigation. There reporter wants to know if the malfunctioned device was turned in to FDA for further investigation. Since the reporter's existing device is the same design as the malfunctioned one, he expressed his concern if the same thing will happen to him in the future.

Event description:
My pacemaker has some defect which almost killed me. I tried five times to fill out this form describing what happened, and five times what I was writing was deleted. I then tried calling the FDA by phone, every time I was cut off after waiting for a long time for the phone to be answered. Can someone there contact me so that I can explain what this life-threatening problem with a st. Jude pacemaker is? (B)(6).

Event description:
My pacemaker has some defect which almost killed me. I tried five times to fill out this form describing what happened, and five times what I was writing was deleted. I then tried calling the FDA by phone, every time I was cut off after waiting for a long time for the phone to be answered. Can someone there contact me so that I can explain what this life-threatening problem with a st. Jude pacemaker is? (B)(6).